Manufacturer narrative:
Additional information was received that no further information can be provided.

Event description:
A report was received that the patient was experiencing extended charging time. The patient has become thinner since her implant procedure. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician detected a problem with the charger, therefore, the charger was replaced. A revision procedure has not taken place.

Event description:
A report was received that the patient was experiencing extended charging time. The patient has become thinner since her implant procedure. The patient will undergo a revision procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing extended charging time. The patient has become thinner since her implant procedure. The patient will undergo a revision procedure.